Event description:
The report indicated that the 6f avanti+sheath "fell apart". The report received from the field indicated that while prepping the sheath, fluid spurted out. Initially it was thought to be a crack at the hub, instead it was confirmed to be a problem with sheath's side arm extension. The side arm was not completely attached to the barb; the collar was not fully snapped on so the side arm fell off. The sheath was not used in the pt.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt.